Event description:
It was reported that the strut is broken and the stair chair is unable to be lifted for transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.